Event description:
Same case as 2134265-2014-06070 and 2132134265-2014-06071. It was reported that automatic pullback failure occurred. The target lesion was moderately tortuous. During a percutaneous coronary intervention (pci), an opticross¿ was used. It was noted that the device was unable to perform pullback properly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).